Manufacturer narrative:
Concomitant product: product ID 37791, serial# unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulation stopped three days prior to the report. It was noted that the patient was having issues charging the spinal cord stimulation (scs) and was hurting without being able to charge. It was noted that the patient had been without her stimulation for three days. It was noted that the patient was seeing a ¿call your doctor¿ icon and a 376 antenna test-temp failure error code on the recharger. It was noted that the recharger antenna was damaged. It was noted that it appeared to have occurred through product use. No patient harm reported.